Event description:
It was reported that stent damage occurred. The 90% stenosed lesion was located in the severely tortuous and severely calcified distal left circumflex (lcx). A non-bsc guide wire and a non-bsc guide catheter were advanced to the lesion. Predilatation was performed using a 2.0/15 non-bsc balloon catheter. A non-bsc intravascular ultrasound (ivus) catheter was advanced but failed to cross the lesion. Another dilatation was performed using the non-bsc balloon catheter. A 2.75mm x 32mm liberté¿ stent delivery system (sds) was selected to treat the lesion however the device was unable to cross the target lesion. The sds was readvanced however the device was still unable to cross the target lesion. When the device was removed, it was noticed that the stent strut was partially flared. Plain old balloon angioplasty (poba) was performed. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).